Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion alarm event on 04 mar 2026 likely due to scar tissue or inflammatory response insulin exited after troubleshooting and high blood glucose was treated with a correction bolus via pump.